Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer's blood glucose level was 91 mg/dl. Customer continued to use the pump; however, a replacement pump was sent to the customer.